Event description:
A customer contacted beckman coulter inc. (Bci) in regards to mis-read barcode sample ID's for two patient specimens on lh750 hematology analyzer. The operator noticed the mis-ID did not match the laboratory worksheet due to a "no match" error message on the patient printout. The first patient mis-read specimen matched another patient's ID and was rerun to verify specimen ID. The results were not reported out of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The customer's qc was within specifications. The checksum was disabled. Per bci labeling, bci strongly recommends the use of barcode checksums to provide automatic checks for read accuracy. A bci field service engineer (fse) replaced a defective part on the barcode reader and verified the instrument operation. Although some hardware issues have been addressed, no definitive root cause for this event has been determined to date.